Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event history log was reviewed and the reported issue was not found. The power up process was conducted and the reported "double beep" issue was not duplicated at power up. Although the reported issue was not duplicated, damage to the downstream sensor's nub was found. The downstream sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed a "double beep no cassette" message. The issue was discovered during testing and there was no patient involvement.